Event description:
A healthcare professional reported a silent nite appliance has broken. Patient began use of the appliance on (B)(6) 2025 and reported the appliance had broken on (B)(6) 2025. Reportedly the anchor is off. No injury was reported. The patient has a history of sleep apnea.

Manufacturer narrative:
The device has been returned. An investigation will be completed and a supplemental report will be submitted. Manufacturer reference: (B)(4).

Manufacturer narrative:
Corrected data: b5, d9. No physical device was received, a visual investigation was performed per pictures provided and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: per the reported information, the product was returned by the customer. However, the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. A picture was provided by the customer. The picture was reviewed and it appeared that an anchor was broken off of the device with the connector being attached to be anchor. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Another potential root cause could be due to excessive bruxism which could have caused the anchor to break. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a silent nite 3d appliance has broken. The device was delivered to the patient and was first used on (B)(6) 2025. The patient reported the issue and stopped using the device on (B)(6) 2025. The patient didn't suffer any harm/injury, and no medical intervention was required. The device was rinsed with water and a toothbrush by the patient, occasionally, used retainer cleaning solution.